Manufacturer narrative:
The field service rep determined the cause to be a broken water filter. Verified instrument operates within specification.

Event description:
User stated the instrument was operating without any errors when she noticed water running out onto the floor from the analyzer, and into the walkway. User put down paper towels to absorb the water that has came out of the instrument. Operator was not harmed, and no erroneous results were generated.